Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the calibration data of the generator interface board deleted suddenly. The system displayed a camera iris calibration required message. No pt injury was reported.